Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.194" x 0.722" was found to be broken off. The broken piece was not returned. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley grip-crimp location. The wires were slightly exposed at the broken end, and all pieces of the insulation were present. Moreover, the instrument failed the electrical continuity test, and no signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps jaw was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.